Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor assembly and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred and the system board and blower motor assembly were replaced to address the issue. The report has been amended to reflect an allegation of patient harm requiring intervention.